Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer filled tubing with 10.2 units, fill tubing continued despite the customer selecting "stop" on the pump. Reportedly, the customer reset the pump and a malfunction alarm occurred. Blood glucose was 92 mg/dl. The customer had an alternate pump for insulin therapy.